Event description:
During placement of the main body graft, the contralateral limb would not open. The distal end of the contralateral limb was compressed up against the ipsilateral limb. The physician attempted to gain access into the contralateral limb by an up and over approach over the bifurcation of the main body graft. The main body graft was deployed out of sequence by deploying the suprarenal stents, then the ipsilateral limb. A series of catheters and wire guides were used in several attempts from both over the bifuraction and from over the groin access. The distal end of the contralateral limb was impinged so tightly that a 3fr catheter was getting caught in the graft material at the site. A decision was made to convert the procedure to an aortouni-iliac graft configuration. A fem-fem bypass procedure was performed. An iliac leg was placed in order to extend the main body graft down to the left common iliac, just proximal to the internal iliac. The right common iliac was occluded. Final angiogram revealed the left common and internal iliacs were open, with retrograde filling of the right common and internal iliac arteries. There was a diameter reduction noticed in the ipsilateral limb. Pvr recordings were done and it was decided to pta the narrow segment of the ipsilateral limb with a molding balloon. Pvr had not improved. Another manufacturer's stent was placed at the narrow segment and balloon. "Pvr" recordings improved and final angiogram looked good. Refer to 1820334-2003-00215.